Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, while on the fixation of the hernia mesh, the 1st tacker worked fine until the gears started grinding and slipping to the point that the tacks would not advance anymore. A strange noise was heard. The 2nd tacker worked until the blue toggle wouldn't operate and therefore not allow the reload to be loaded. After the loading issues were experienced, the reload was not used in the patient. It was also noted that there were difficulties with loading the reload onto the handle, difficulty in pressing the push to reload button and navigating the lock and unlock button. The case was finished with a different device without further incident. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.